Event description:
A (B)(6) result was generated while using the hbsag qualitative ii confirmatory assay. The customer indicated that the customer did not confirm the (B)(6) result, yet they believe the patient to be (B)(6). The customer provided the following (B)(6) confirmatory results (no neat result was provided): dilution 1:500 (B)(6); dilution 1:20000 (B)(6). The customer also generated the following results ((B)(6)): (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.